Manufacturer narrative:
It has been over 25 years since the subject device was manufactured. The device was returned to olympus for inspection when the reportable malfunction was confirmed. Based on the results of the investigation a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchofiberscope exhibited the coating of the insertion section hose peeling off 1mm2 or more. There were no reports of patient involvement.